Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Should the device be returned at a later date, the investigation will be re-opened.

Event description:
On (B)(6) 2022, a cer literature search of the central venous medical device product family was completed. The study alleges that during a cvc placement procedure the carotid artery was perforated with a 17g needle. The arterial injury was immediately recognized, and compression was applied. A large hematoma formed, and the patient went into respiratory failure. The male patient was intubated and admitted to ICU. On day 4, a pseudoaneurysm of the right carotid and large hematoma were noted on CT. Patient developed ventricular fibrillation upon return to ICU. A decision was made to attempt bedside percutaneous thrombin injection without neuroprotection. Under ultrasound guidance, thrombin was injected using 21g needle that was inserted into the pseudoaneurysm. Flow was maintained in the parent carotid artery. There was no further cardiac arrhythmia nor symptoms of focal neurological deficit.